Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported condition of powering off without user input but was unable to be reproduced during evaluation. Improper shutdown alarms were verified through a review of the event history log and found, through a visual inspection, to be caused by a depressed battery contact on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off during operation without user input. There was no known patient injury or medical intervention associated with this event. No additional information is available.